Event description:
A company representative reported that a patient underwent a revision surgery approximately nine months post-operatively to address a fractured ozark self-starting screw and a fractured ozark plate locking mechanism. This report captures the ozark self-starting screw.

Manufacturer narrative:
Additional data: d4, d9, h3, h4. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a patient underwent a revision surgery approximately nine months post-operatively to address a fractured ozark self-starting screw and a fractured ozark plate locking mechanism. This report captures the ozark self-starting screw.